Event description:
It was reported the patient underwent an unrelated procedure and ipg was not placed in surgery mode and is unable to connect. Next course of action is undetermined at this time.

Manufacturer narrative:
B3: date of event is estimated. A4: patient weight is unknown. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that troubleshooting was able to resolve the issue. Therapy has been restored.